Event description:
The pt underwent surgery on 10/3/94 due to observed noise on the sensing lead. All leads were disconnected and the ICD was temporarily removed. At that time, the ICD displayed a battery voltage of 6.0 volts. Later when the leads were reconnected, the ICD showed a battery voltage between 4.0 and 4.5 volts. The physician decided to explant the ICD. Two hrs later the ICD battery voltage read 6.3 volts.

Manufacturer narrative:
H.3 eval summary: co's device testing verified proper bradycardia pacing, antitachycardia pacing, and sensing functions. Accurate high voltage charging and defibrillation output was confirmed, as well as appropriate electrogram storage. Various general parameters including the battery voltage and telemetry responses of the device were also tested and functioned within spec. Thorough device analysis reveals normal device characteristics. Additional investigative steps provide no supportive evidence of a malfunction. In conclusion, co's analysis found that the reported event could not be duplicated.